Event description:
The pump battery took longer than expected to charge. The customer¿s blood glucose was 140 mg/dl. Ultimately, the reported issue resolved and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.